Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: received one used 10fr drain (only the tubing part). One of the tube¿s edges has indented character; apparently this is the edge which broke off. Such indented line is typical for breakage following some pre-damage in this area (small cut or nick). Production process has 100% inspection drains. It is likely the drain was damaged in use.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/27/2020.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested but no response has been received to date: was the drain surgically removed and a new drain inserted in the body to complete the case? Product code, lot number. Was the drain in question was being used for the first time and the hole noted before actual use/activation? Did the drain stop suctioning during its use and hole in the drain was noted during investigation? If issue occurred during use, did the drain come in contact with any pointed/sharp object which may have caused the damage? Was the drain surgically removed and a new drain inserted in the body to complete the case? Product code. Lot number.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 10/14/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an arterial switch operation on (B)(6) 2019 and a drain was used. On (B)(6) 2019 post operatively the drain snapped while they were stripping it. There were no patient consequences reported.